Manufacturer narrative:
Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Device 1 of 2. Mfg reference report number: 1627487-2021-13486. It was reported that the patient underwent surgery to address ineffective therapy due to high impedance on one lead. The lead and ipg were explanted and replaced, it is unknown which lead was explanted and replaced, therefore both leads will be reported.